Event description:
It was reported that during treatment of a pcom aneurysm (6.7 x 8.4mm, and the neck is 5.8mm) the physician used an enterprise vrd (enc452812/, but it was difficult to advance at 1/3 of prowler select plus (mc) microcatheter (606s255x/15341254). Then withdrew it, but the tip of deliver system broke. So the physician withdrew the stent and microcatheter, and changed to another one to complete the procedure. During the initial insertion of the enterprise delivery system, no resistance was noted at any time during advancement through the mc, and no kinks were noted in the mc that may have contributed to the event. An adequate continuous heparinized flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and without any reported damage. Other than the reported event, no other damages were noticed on the device (unraveled, stretched, stent (damage-strut uplift, fracture, separated, etc), delivery system issues, etc), and the stent was still attached to the delivery system.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00511 and 1058196-2011-00512. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile microcatheter select plus was received coiled inside of a plastic bag. The microcatheter (mc) was inspected and presented a kinked condition at the proximal section and presented a compress/flat section at the distal end. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The mc was observed under a microscope and the damages were confirmed. A cordis lab sample guidewire 0.018 was introduced from the proximal end and despite the damages of mc; the guidewire was able to go through the mc with some resistance/friction on the damage sections. The ID from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" was not confirmed since the functional analysis was performed successfully and during the dimensional analysis the device meets with ID specifications. The cause of the damages found on the device could not be conclusively determined, but it does not appear to be manufacturing related. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00511 and 1058196-2011-00512. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that during treatment of a pcom aneurysm (6.7 x 8.4 mm, and the neck is 5.8 mm) the physician used an enterprise vrd ((B)(4) but it was difficult to advance at 1/3 of prowler select plus (mc) microcatheter ((B)(4)). The enterprise system was then withdrawn, but the tip of deliver system broke; therefore the stent and microcatheter were withdrawn as a unit. The procedure was completed with another device. During the initial insertion of the enterprise delivery system, no resistance was noted at any time during advancement through the mc, and no kinks were noted in the mc that may have contributed to the event. An adequate continuous heparinized flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and without any reported damage. Other than the reported event, no other damages were noticed on the device (unraveled, stretched, stent (damage-strut uplift, fracture, separated, etc), delivery system issues, etc), and the stent was still attached to the delivery system. A non-sterile prowler select plus mc was received coiled inside of a plastic bag. Mc was inspected and presented a kinked condition at the proximal section and presented a compress/flat section at the distal end. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The mc was observed under a microscope and the damages were confirmed. A cordis lab sample guidewire 0.018" was introduced from the proximal end and despite the damages of mc; the guidewire was able to go through the mc with some resistance/friction on the damage sections. The ID of the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is possible that the kinked/compressed areas may have contributed to the reported event; however, based on the report that there were no damages noted on the device after removal, no conclusion can be made. The cause of the damages found on the device could not be conclusively determined, but it does not appear to be manufacturing related. There were no manufacturing issues found with analysis or device history records review of the prowler select plus contributing to the inability of the enterprise vrd to advance through the inner lumen. The device was not found to be obstructed with functional testing and the ID meets specification. Therefore no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00511 and 1058196-2011-00512.